Manufacturer narrative:
Based on the claim against the product by the customer noting would not connect clips, an investigation was completed to determine the cause of this reported event. The clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported issue. Failure analysis found the primary failure of broken inputs to be related to the customer reported complaint. The instrument was found to have multiple input disk broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. The root cause of the failure mode broken instrument input disks are attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the large hem- o -lok-clip applier instrument would not connect clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier instrument was inspected and there was no noted physical damage. The type of clip used is weck. The issue was resolved by using a back up instrument. There was no harm or injury to the patient.